Event description:
The customer received a questionable creatinine jaffé gen.2 (creatinine) result for one patient sample. The initial result was 2.56 mg/dl and was reported out. On (B)(6) 2014, a new sample from the patient was tested and the result was 0.27 mg/dl. Due to a delta check on the result and the fact that the result of 2.56 mg/dl was not consistent with the patient's history, the customer retested the sample from (B)(6) 2014 on a modular analyzer at another site. The result was 0.34 mg/dl. A corrected report was issued with the result of 0.34 mg/dl. Information concerning if the patient was adversely affected was requested, but it was unknown. The creatinine reagent lot number was 68808901 with an expiration date of 05/31/2015. The field service representative checked the rotor and found it was out of alignment. He ran flow checks for the sample and reagent probes, performed a sensitivity check on the photometer which were both ok and calibrated the z-height for the sample probes. He cleaned the pulleys, adjusted the tension on the belt and aligned of the rotor. He ran cassette check test which was within specification and a workstation accuracy test which was all ok. The customer stated the field service representative replaced a probe while he was onsite.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.